Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Parent reported on behalf of her son who uses bd pen needles. She stated that the needle with pen still attached was stuck in her son's buttocks after injection. Consumer stated that there were 5 different occurrences, the issue involves 2 boxes of 320555. The second box was discarded, lot # is not available. Consumer said she brought her son to the doctor's office with the needle stuck in his buttock with the pen still attached. The doctor removed the needle using a pair of pliers. There was no mention of injury or discomfort. I advised consumer on different injection sites but she said injecting in the buttocks is easier because it is painful to inject in the abdomen. I offered to replace the product but the consumer said they will no longer use bd products. I advised her that I will send a mail kit with instructions for her to return the sample for evaluation. The consumer then stated that she did not feel that the issue was being handled the way she expected. I asked her how we could assist her further and she asked to speak with a manager. I referred the call to team lead. Lot #: 3262727, other lot unknown. Catalog #: 320550. Date of event: 07-30-24, other event dates unknown. Samples: available - sending mail kit.